Event description:
The peritoneal dialysis (pd) patient's registered nurse (rn) stated on (B)(6) 2015 to patient's wife contacted the clinic and reported cloudy effluent and fibrin in the drain lines. The nurse stated the patient was instructed to go to the hospital. Culture results revealed a staphylococcus infection and was admitted on 05/03/2015 due to an episode of peritonitis, without allegation of device malfunction. The nurse stated the patient did not practice aseptic technique when completing peritoneal dialysis treatments and stated the infection was attributed to touch contamination, where the patient frequently had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment: the patient did not wash their hands and did not don a mask. There was no reported fluid leaks during treatment prior to infection. The nurse stated the patient was discharged from the hospital on (B)(6) 2015 and resumed continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.